Event description:
It was reported from (B)(6) that during a tibia fracture fixation surgical procedure, it was observed that the radiolucent-drive device suddenly stopped turning while the ¿rev¿ sound of the drill was still heard. According to the report, the surgeon drilled the distal ¿ap¿ hole and placed the screw. Then, when the surgeon was drilling the ¿ml¿ hole, it was observed that the device stopped turning while the ¿rev¿ sound of the drill was still heard. It was further reported that the sound was if ¿possible ratcheting. According to the reporter, the surgeon reassembled the device and confirmed that the drill bit device was turning. However, once the device was put on the patient's bone (loaded by torque), the device stopped revolving while there was still a rev sound of the drill. There was a ten minute delay to the planned surgical procedure as the surgeon used the drill bit for the proximal locking to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the patient is now well on the way to a full recovery without any harm. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.